Event description:
It was reported that the pituitary's mouth broke apart during an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. The inferior fixed jaw is fractured and bent to one side. The location, direction and amount of force required in order to crack and bend the jaw, is consistent with application of excessive bending force. The above observations are consistent with bend stress overload.